Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that spark was heard.

Manufacturer narrative:
Alleged failure: burnt component. Probable root cause: console fuses fail to break circuit due to excessive mains current leading to fire. Isolation power supply failure. Use error: console is sterilized or disinfected. Use error: console cleaned with incompatible products. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that spark was heard.